Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with an unspecified bd push button blood collection set when the button pushed the needle did not retract and the user sustained a needle stick injury. Patient impact has not been obtained. This is the 3rd occurrence of 4. The following information was provided by the initial reporter: customer reports that needles aren't fully retracting on push button wingsets additional information obtained from customer (B)(6) 2023: (B)(6) 2022: I took needle out and the safety activation didn't go off and I poked myself.